Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that the patient had an MRI "a couple of months ago", for which the patient's ins was turned off and then back on; however, they have been unable to adjust the device like they used to since then. The patient reported that this issue was first noticed a few weeks ago. The patient reported that after synchronizing the patient programmer with the device, they saw a screen saying the device was in simple mode, but it used to be in advanced mode. The caller also reported that the patient was having a "terrible time", and that they could hardly take a bite of food or drink water. The caller clarified that the patient was experiencing a return of tremor symptoms in their mouth. The caller reported that the symptoms did not change with the device on or off. The caller reported that symptoms also began a few weeks ago. The caller reported that the patient programmer showed that the stimulator was on when synced with the ins. No further patient complications have been reported as a result of this event.